Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that all buttons of the infusion device do not work. She changed the battery at least 3 times in an attempt to resolve the issue and e8 (power interrupt) was displayed. She is unable to clear the e8. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.